Event description:
It was reported that the devices were contaminated. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A rotawire 330cm gw(1pk) flop and 1.25mm rotapro were selected for use. While performing draw test, during rotation check, it was noted that the burr got stuck in the cotton gauze. Some threads were stuck in the burr which were removed. Draw test was performed again successfully. Consequently, the burr was taken inside the lesion site and set 160000rpm. But the burr kept on stalling. Additionally, the wire got kinked during the procedure. The burr and wire were taken out. The procedure was completed using a different burr and wire. No complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: inspection of the device found that the coil was stretched from the handshake connection to the burr end of the device. No signs of contamination were present to the coil. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. The burr catheter was removed, and testing was completed with just the advancer portion procuring the same results. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of device stall and particulates (contamination during use) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. During analysis, the coil was found to be stretched. When tested, the device stalled. The device was tested using just the advancer procuring the same outcome. After destructive testing, it was found that the driveshaft (turbine) was corroded, indicating the presence of dried saline within the device which is considered likely attributable to the cause of the stall during analysis. The drying of saline occurs after device use, during transit to cis. Therefore, the dried saline in the device is not considered to be related to the reported event that was encountered during device use. As a review of the DHR shows that the device was manufactured per specification, it was considered likely that the reported events and the condition of the returned device occurred due to procedural factors which can include device interaction and testing. The reported burr becoming stuck in cotton gauze during rotational testing was considered attributable to use of the device contrary to instructions. Therefore, the cause code failure to follow instructions was used for this reported event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the devices were contaminated. The target lesion was located in the left circumflex artery (lcx) and left anterior descending artery (lad). A rotawire 330cm gw(1pk) flop and 1.25mm rotapro were selected for use. While performing draw test, during rotation check, it was noted that the burr got stuck in the cotton gauze. Some threads were stuck in the burr which were removed. Draw test was performed again successfully. Consequently, the burr was taken inside the lesion site and set 160000rpm. But the burr kept on stalling. Additionally, the wire got kinked during the procedure. The burr and wire were taken out. The procedure was completed using a different burr and wire. No complications were reported.